Manufacturer narrative:
(B)(4). Batch # m52l65, batch # m52j0r. Manufacture date: 02/17/2015. Expiration date: 01/17/2020. Additional information was requested and the following was obtained: we received two gst60t cartridges. Did the same event happen with the two gst60t cartridges as the related event for the gst60g? Yes, same case. The analysis results showed that two gst60t cartridge reloads (b, c) were received. Cartridge (b) ecr60t, m52l65 was received fully fired and with the cartridge pan detached from the reload. Cartridge (c) ecr60t, m52j0r was received fully fired and with the cartridge pan detached from the reload. No conclusion could be reached on what may have caused the cartridge pans to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sleeve procedure, the metal portion of the reload came off the plastic portion of the reload and the metal remained in the cartridge deck of the stapler. Unknown how case was completed. There were no adverse consequences for the patient.